Event description:
The penumbra aspiration pump was turned on by a penumbra rep and made a grinding sound. The pump was not being used in a procedure, so there was no pt involved in the event.

Manufacturer narrative:
A loud clanking sound, uncharacteristic of a normal pump sound, can be heard during operation. The maximum vacuum attainable is -26.0 in hg, within specification for pump vacuum. The pump is functional, but without identifying the cause of the clanking sound the pump should not be used. The noise noted in the complaint is confirmed. While the pump is fully functional the clanking is a change from normal operation and hence a cause for caution in its use.